Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator (ins) for pain management experienced persistent pain in the leg, occurring whether stimulation was on or off. The pain began after the device was activated and continued even after the stimulation was turned off for over a day. The patient sought guidance from a healthcare provider and was advised to contact a representative for further direction regarding whether to resume stimulation or try a different group. Additional information was received from the patient. The patient reported the physician had not explained a reason for the extreme leg pain, however they were not happy with the placement of the ins. The physician recommended an epidural to see if the leg pain decreased. The epidural was given 2 weeks prior with no leg pain relief at all. The patient stated they have another follow up appointment in 2 weeks. The patient said the issue has not been resolved. They don't know what the next step is, but probably trying to replace the stimulator to a different location or removing the stimulator completely. The patient noted this has been a very painful and frustrating experience, and they are very unhappy with the whole situation.